Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the de vice could not be interrogated and that there was a lack of capture.